Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the evaluation found a faulty converter and igniter. When the unit was tested and powered on and lamp powered on, the unit automatically went to "emergency lamp" mode and error "e103" was displayed. In addition, the unit failed inspection due to a damaged scope socket, cosmetic damage, lamp replacement, broken lens base and broken turret assembly. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e103" occurred and the spare lamp was on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the failure of the power unit could not be identified. Regarding e103, the instruction manual for cv-190 has the following description: - code: e103 - error message: clv lamp err e103 please check examination lamp - possible cause: the light source has broken down. - solution: immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. - if no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor field performance for this device.